Event description:
.

Manufacturer narrative:
Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient decompensated and died during the implant procedure of an implantable pulse generator (ipg) and lead. During the implant the initial right ventricular lead had high impedance readings. That lead was removed and replaced. There was an echocardiogram performed during the procedure that was negative for a perforation. According to the manufacture representative the cause of death was unable to be determined by an autopsy. Further circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
When the first right ventricular lead was inserted placed in the low septum when acceptable numbers were found. At that time the patient was found to have blood pressure to be 70-80's systolic. Then patient had developed a very slow underlying rhythm. A new rv lead was placed & positioned in the high right ventricular septum with good thresholds & the initial rv lead was removed. The oxygen saturations were noted to be unobtainable. The patient was diaphoretic & became aggravated after sedation was turned off. Then there was an episode of sustained ventricular tachycardia as the patient was being paced by the psa cable. Overdrive pacing successfully terminated the tachycardia. The pocket was quickly made & inserted without antibiotic flush and the pocket was closed. Then the patient was significantly hypotensive with systolic pressures in the 60-70's. An echocardiogram revealed no pericardial effusion. The patient suddenly developed ventricular fibrillation and multiple shocks were required to regain a rhythm. CPR was initiated. The patient kept going back into vt. It was noted midway through the code that bloody fluid was coming from the endotracheal tube. Fluoroscopy confirmed no pneumo, hemothorax, or pericardial effusion & by echo there was minimal contractility of the left ventricle. Despite all efforts the patient died. The physician dictated that it was an unexplained lethal arrhythmia that caused the patient's death and an autopsy was performed. The change is reflected in this report under conclusion. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.